Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin squirted out during priming process. The customer¿s blood glucose was unknown. Customer stated the load reservoir process did not complete without insulin exiting the tubing. The insulin pump will be returned for analysis.